Event description:
It was reported to boston scientific that a bib intragastric balloon was implanted on (B)(6) 2024. On (B)(6) 2025, the patient presented with an onset of vomiting and abdominal pain. Imaging identified a hyperinflation. The patient remained hospitalized to restore renal function due to vomiting and dehydration. On (B)(6) 2025, the balloon was explanted and collected. Methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. No patient complications were reported as a result of the balloon explant endoscopy. The patient was discharged to home in a stable condition. The balloon was replaced with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code e1305 captures the reportable event of renal impairment. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of endoscopic procedure additional information: b5 describe event or problem. B7 other relevant history.

Event description:
It was reported to boston scientific that a bib intragastric balloon was implanted on (B)(6) 2024. On (B)(6) 2025, the patient presented with an onset of vomiting and abdominal pain. Imaging identified a hyperinflation. The patient remained hospitalized to restore renal function. On (B)(6) 2025, the balloon was explanted and the product has been separated. Methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. No patient complications were reported as a result of the balloon explant endoscopy. The balloon was replaced with another of the same device.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation, imdrf code f2203 captures the reportable event of imaging required, imdrf code e1305 captures the reportable event of renal impairment, imdrf code f08 captures the reportable event of hospitalization , imdrf code f2202 captures the reportable event of endoscopic procedure.

Manufacturer narrative:
H6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code e1305 captures the reportable event of renal impairment. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of endoscopic procedure. Evaluation summary: the bib intragastric balloon was not returned for analysis. With all the available information, boston scientific concludes that the most probable cause assigned is known inherent risk of device. The customer provided pictures where it was seen hyperinflation of the balloon and a line that indicates the present of air in the balloon. Based on the evidence provided, the reported codes of balloon spontaneous inflation and use of device issue - user error can be confirmed. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific that a bib intragastric balloon was implanted on (B)(6) 2024. On (B)(6) 2025, the patient presented with an onset of vomiting and abdominal pain. Imaging identified a hyperinflation. The patient remained hospitalized to restore renal function due to vomiting and dehydration. On (B)(6) 2025, the balloon was explanted and collected. Methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. No patient complications were reported as a result of the balloon explant endoscopy. The patient was discharged to home in a stable condition. The balloon was replaced with another of the same device.